Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 223 mg/dl.